Event description:
It was reported that the external pulse generator had no response after it was powered on. Only the "pace" light-emitting diode was lit and no error code was found. The generator was returned for service. Follow-up determined that there was no patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)/